Event description:
The customer reported via phone call that the insulin pump sustained corrosion to the battery compartment and battery cap. He stated there were also pieces that had broken off from the battery compartment as well. He reported that the corrosion was getting into the battery housing, affecting the battery cap. He stated that wiping the area with alcohol did not help much. The customer's blood glucose was 108 mg/dl. He observed fluid in the battery compartment and corrosion at the battery housing threads. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. The battery cap o-ring received in place. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window, missing end cap sticker, debris under display window, broken reservoir tube lip and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.